Event description:
It was reported that during transport of a patient this 980 ventilator had a inoperable (vent inop) condition, mix flow oxygen (o2) out of range (oor), loss of ventilation (lov). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during transport of a patient this 980 ventilator had an inoperable (vent inop) condition, mix flow oxygen (o2) out of range (oor), loss of ventilation (lov). The device was not available for evaluation. The reported issue was addressed remotely. The customer reported diagnostic codes indicating a loss of ventilation. Technical support personnel advised the customer to perform flow sensor calibration which did not resolve the issue; therefore, a mix flow sensor was replaced. The ventilator was reported to have passed all testing and was ran on a test lung for 3 days with no issues. The cause of the event was isolated to potential fault in mix flow sensor. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.